Event description:
It was reported that they had their battery replaced in (B)(6) (no allegations related to previous ins battery longevity) and for the past couple of months, they felt like their implantable neurostimulator (ins) was moving more than it should, down closer to their heart, and that they had a lot of itching and burning on the side where the ins is. The caller stated they had a current neurologist, and have an appointment scheduled for may 15th, but they were looking for a neurologist that was trained with the dbs and their problems, and mentioned not being able to talk, or write anymore, due to parkinson's complications. Caller requested physician listings be mailed to them. Pss received confirmation and assistance from a colleague that physician listings would be mailed to patient. The patient was redirected to a healthcare provider to further address the issue, and reviewed receiving appropriate medical care if necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.